Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged which resulted in decreased impedance and an inability to capture. The lead was extracted and longer length lead was implanted. No patient complications have been reported as a result of this event.